Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "significant pain and has [patient] constantly worried about whether things will get worse."

Event description:
On (B)(6) 2002: CT cervical spine with contrast findings: mild to moderate disk desiccation and spondylosis present and mild central canal stenosis noted (B)(6) 2002: pre and post-operative diagnosis: cervical myelopathy with congenital cervical stenosis, radiculopathy, myelopathy, and degenerative disk disease at c4-5, c5-6, and c6-7 procedure done: anterior cervical microdiscectomy c4-o, c5-o, and c6-7. Anterior cervical fusion c4-5, c5-6, and c6-7. Placement of interbody fusion cages c4-5~ c5-6, and c6-7. Placement of anterior instrumentation c4 through c7 harvesting left iliac crest bone graft. On (B)(6) 2004: pre and post op diagnosis: degenerative disc disease lumbar spine with spondylolisthesis at l4-5, status post previous decompression and fusion l5-sl with radiculopathy and spinal stenosis at l4-5. Procedure done: posterior lumbar fusion, l4-5 and l5-s1. Posterior lumbar interbody fusion l4-5. Reduction of dislocation l4-5 placement of segmental instrumentation with pedicle screws, l4-5 and l5-sl bilateral lumbar laminotomies at l4-5, bilateral lumbar re-do laminotomies at l5-sl. Placement of interbody fusion cage at l4-5, laminectomy at s2, posterior osteotomy at l4, and posterior osteotomy at l5. On (B)(6) 2007: pre and post op diagnosis: degenerative disk disease with radiculopathy, lumbar spine. Procedures done: lumbar diskography t12-l1,l1-l2, l2-l3, l3-l4. L4-l5, l5-sl with foraminal steroid injections tl2-ll. Ll-l2, l2-l3~ l3-l4. L4-l5~ l5-sl (B)(6) 2008: pre and post op diagnosis: degenerative disk disease with radiculopathy, lumbar spine. Procedures done: lumbar diskography t12-l1, ll-l2, l2-l3, l3-l4. L4-l5, l5-sl with foraminal steroid injections tl2-l1. L1-l2, l2-l3~ l3-l4. L4-l5~ l5-sl (B)(6) 2008: pre and post op diagnosis: degenerative disk disease, lumbar spine with radiculopathy of lumbar spine. Postlaminectomy syndrome, lumbar spine. Lumbar spondylolisthesis at l3-4 lumbar retrolisthesis at l2-l3 lumbar spinal stenosis. Lumbar kyphosis. Procedures done: posterior spinal fusion, l1-l2, l2-l3, l3-l4, l4-l5, and l5-sl. Bilateral lumbar laminotomies, l1-l2, l2-l3, l3-l4. Bilateral redo lumbar laminotomies, l4-l5 and l5-51. Laminectomy at s2. Placement of segmental instrumentation, l1-s1. Placement of interbodyfusion cages, l3-l4. Reduction of dislocations at l2-l3 and l3-l4. Posterior lumbar interbody fusion, l3-l4. Posterior osteotomy, l2, l3, and l4. Harvesting of iliac crest bone graft. Posterior lumbar interbody fusion, l4-l5 andl5-s1. On (B)(6) 2010: pre and post op diagnosis: lumbar spine infection, late hematogenous infections of lumbar spine with infection of hardware procedure done: irrigation and debridement of lumbar spine infected wound, removal of hardware, irrigation and debridement of exploration of posterior fusion and debridement of abscess, vertebral osteomyelitis at l2 and l3 with irrigation and debridement of epidural abscess from l1-s1. On (B)(6) 2010: physician follow up visit patient is continuing at home wound vac care continues to have severe back pain and bilateral leg pain and weakness pain medications renewed and will see back at next scheduled visit.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of: degenerative disk disease, lumbar spine with radiculopathy of lumbar spine; post laminectomy syndrome, lumbar spine; lumbar spondylolisthesis at l3-4; lumbar retrolisthesis at l2-l3; lumbar spinal stenosis; lumbar kyphosis. Patient underwent following procedures: posterior spinal fusion, l1-l2, l2-l3, l3-l4, l4-l5, and l5-s1; bilateral lumbar laminotomies l1-l4; bilateral redo lumbar laminotomies, l4-l5 and l5-s1; laminectomy at s2; placement of segmental instrumentation, l1 to s1; placement of interbody fusion cages, l3-l4; reduction of dislocations at l2-l3 and l3-l4; posterior lumbar interbody fusion , l3-l4; posterior osteotony, l 2, l3, and l4; harvesting of iliac crest bone graft; posterior lumbar interbody fusion, l4-l5 and l5-s1. Per op-notes, ¿.. The hardware was removed at l4, l5, s1 and after removing them .. There was motion present indicative of pseudoarthritis at the right side of s1 level and the rest of the material was removed and half of an extra small bmp sponge was placed into the defect. Half of the extra small bmp kit was placed in the interspace and bone was placed in the interspace after placing the sponge. Remainder of the bone graft was placed along the base of the transverse processes at l1, l2, l3 and l4 to complete the posterior fusion ..¿ on (B)(6) 2009, the patient presented with bilateral leg weakness , back pain and pain in thighs and had x-ray of lumbar spine. Impression: normal post-op appearance. On (B)(6) 2009, the patient presented with back pain and bilateral leg pain . On (B)(6) 2010, the patient presented for x-ray of lumbar spine. On (B)(6) 2010, the patient presented for x-ray of lumbar spine. Impression: decreased range of motion. At l1, l2 levels the dynesys sc rews were showing some halos around each of the screws indicative of loosening. On (B)(6) 2010, the patient presented for MRI of lumbar spine. Impression: no prominent malalignment or stenosis. On (B)(6) 2010, the patient underwent hardware removal surgery. Pre-op diagnosis was: lumbar spine infection late hematogenous infection of lumbar spine with infection of hardware. The patient underwent following procedures: irrigation and debridement of lumbar spine infected wound, removal of hardware, irrigation and debridement of exploration of posterior fusion and debridement of abscess, vertebral osteomyelitis at l2 and l3 with irrigation and debridement of epidural abscess from l1-51. On (B)(6) 2010, the patient presented for CT abdomen and pelvis . Impression: extensive posterior soft tissue defect and gas paraspinal region. On (B)(6) 2010, patient presented with pre-op diagnosis of infection lumbar spine with spine radiculopathy and underwent irrigation and debridement of spinal wound infection. On (B)(6) 2010, the patient was discharged post spinal wound infection treatment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent posterior lumbar interbody fusion from vertebrae l1 to s1. The patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, post-op, the patient continues to experience chronic lower back pain, with pain radiating to her legs, muscle spasms, and swelling in her ankles. She is unable to sit or stand for extended periods, and also suffers from bladder dysfunction, gastrointestinal issues, depression, and anxiety.